Event description:
Over the past several years I have gained weight despite eating well. I have back, shoulder, and neck pain. I now have an intolerance to wheat. Breast pain and breast size has increased. I don't sweat as much as I can. I have a constant small cough. I have constant allergies. My tolerance for working out is less than it was despite trying to keep in shape. My heart rate jumps too quickly. I have a hard time breathing. My muscles and joints will get sore for no reason- even when plenty hydrated. I also now have breast cancer. Despite staying under the care of the chiropractor I was unable to improve. My blood work has stayed normal so far. The breast implants have caused inflammation in my body and an immune response and other issues that I hope will be corrected. My chiropractor has put me on supplements to help detox for metals and other toxins in my body. It helps some. Will be removing the implant with the cancer.